Manufacturer narrative:
The customer declined to have the device repaired, and the device was returned to the customer unrepaired. It was noted that the service life of the device expired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The cause of the malfunction could not be determined. The service engineer (se) noted that the data acquisition (da) board required replacement; however, the customer declined to have the device repaired. The device was returned to the customer with no repairs performed.

Event description:
It was initially reported by the customer, that the device displayed a "machine pressure sensor auto-zero failed" error code during a periodic check. The device was evaluated by a service engineer (se), and it was reported that the "check vent: machine pressure sensor auto-zero failed" (diagnostic code: 1108) occurred at the repair center. The se also reported that the diagnostic code was recorded in the event log; in addition, the se reported that diagnostic codes 110c, and 1009 codes were logged, but were not reproduceable at the repair center. It was then noted that the abnormal measurement values were caused by a failure in the machine pressure sensor. The se noted that the data acquisition (da) board needed to be replaced. The device was not in clinical use when the issue occurred. No patient impact and/or harm was reported. No user impact and/or harm was reported. The se reported that the v60 ventilator displayed a error codes 1108, 110c, and 1009; it was determined that the device had a spi (serial peripheral interface) bus failure. Based on the details provided, a malfunction occurred, and the device had generated a spi bus failure. This investigation is ongoing.

Manufacturer narrative:
(B)(6).